Event description:
#4.0 ett obstructed during CT scan requiring immediate removal and replacement. Satisfactory outcome following replacementno identifiable injury or illnes related at this time. Potential, however, does exist.